Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely tortuous and moderately calcified vessel in a limb. After crossing a guidewire, a 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.